Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 event was reported for this quarter. 1 device was available for evaluation but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device ran without user activation. There was no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device ran without user activation. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 previously reported event is included in this follow-up record. Product return status: 1 device was received for evaluation.  Evaluation status: 1 reported event was not confirmed during testing; the device was found to be within specifications. 1 device is not labeled for single-use. 1 device was not reprocessed and reused.